Event description:
It was reported, the patient felt their limbs trembled and it became aggravated gradually. It was stated, the implant effect was well with the first two years. It was stated, the patient went to the hospital for reprogramming on 2013 (B)(6). It was noted their symptoms did not improve. It was noted, the patient felt left arm numbness ¿sometimes.¿ it was stated on 2013 (B)(6), the patient went to the hospital for reprogramming again. It was noted their numbness and trembling improved. It was stated on 2014 (B)(6) the patient had experienced a limb tremble again and their arms and ¿left head¿ were numb. It was stated on the (B)(6), the patient had gone to the hospital to get checked but their symptoms did not improve. It was noted there was no patient death. It was further reported it was the cause of the issue and the patient outcome was unobtainable. It was further reported, the patient had gone to the hospital for reprogramming 4 days prior to report. It was stated the x-ray showed their right lead was broken.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown; product type lead. (B)(4).

Manufacturer narrative:
Analysis of lead model 3387 ln: unknown, found all the lead conductors were broken 3.9 cm from the proximal end. All circuits were open and no shorts were seen between circuits.

Event description:
Additional information was received that indicated the lead would be returned for analysis.